Event description:
The customer reported image distortion when the device is plugged in and a sudden shutdown after. The issue was found during inspection for use for an unspecified procedure involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.